Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 26 mm graftmaster (part 12744-26, lot 508925), is being filed under a separate MFR report number. Evaluation summary: there was no reported product deficiency. Hypotension and perforation are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted in a saphenous vein graft (svg), it should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
Device issue: none. Adverse event (ae): perforation. Onset of ae: after placement of the xience stent. It was reported that during a saphenous vein graft to 1st diagonal stenting procedure, after placement of the 3.0 x 28 mm xience stent, a significant perforation was seen and the patient experienced hypotension. A long jostent graftmaster 3.0 x 26 mm was advanced, but failed to cross the lesion. The stent delivery system was removed and a 3.0 x 12 mm jostent graftmaster was advanced to the lesion, successfully sealing the perforation. There was no adverse patient sequela reported. Three days post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.